Event description:
A healthcare worker experienced burning and stinging to all of her fingers with whiteness of the skin after removing items from a completed load. The worker rinsed her hands under running water and did not seek medical attention. Her symptoms resolved in one day. The vaporizer plate was reported as in place at the time of the event.